Manufacturer narrative:
(B)(4). Batch #: 409a83. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the left gripping surface damaged, unfired and with the swing tab in the locked position. However, 20 scattered staples were noted to be missing and along the staple line. Due to the condition of the reload no functional test was performed to preserve the evidence. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. Also, it should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a pneumorectomy, a new reload was installed and when the firing knob was meant to be actioned it was blocked, not allowing to proceed with the staple / cutting line formation. The reload was uninstalled and installed again but it did not work so it was put aside. A second reload was installed and the firing sequence was successfully completed. The surgery in order to have another reload installed. The procedure was completed successfully with no fragments generated. It is unknown if there were any changes to the post-operative care. There were no patient consequences reported.